Event description:
The customer reported that during a laparoscopic sigmoidectomy procedure, a hole was noted in the tip of the tube. A minor pt burn occurred. No treatment was required. Initial eval of the incident device confirmed a hole in the insulation.

Manufacturer narrative:
(B)(4). Eval of the incident device confirmed a hole in the insulation which exposed bare metal near the tip of the electrode. The electrode failed hipot testing. Although the exact cause of the damage could not be identified, similar damage had been noted when the device contacts a metal object. The instructions for use warn not to activate the electrode of the tip is in contact with, or is close proximity to, a metal cannula.